Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a control visit of the patients left implant, checking her medical history it was observed that there was obstruction of the electrode with evidence of 3 electrodes into the cochlea. The patient did not use the audio processor since 3 months after surgery. The mother informed that the patient did not suffer any trauma, accident or disease in the last year. Since the patient is bilateral, fitting of both ears was performed the same day, so the mother of the patient is not sure if there was hearing sensation in left ear or not. According to the patient's mother a revision surgery was performed on (B)(6) 2016 to try to re-insert the electrode (which previously migrated) and to treat an infection. During surgery it was observed a mastoid with partial obliteration due to fibrous tissue and the electrode covered by fibrous tissue. The left ear was cleaned during that surgery. Re-insertion of the electrode was not possible due to infection. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to received information, the active electrode was found partially outside of cochlea, as confirmed by diagnostic imaging, possibly due to medical reasons. A complete insertion at implantation was reported. Revision surgery is considered but no date has been scheduled yet.

Event description:
During a control visit of the patient_s left implant, checking her medical history it was observed that there was obstruction of the electrode with evidence of 3 electrodes into the cochlea. Imaging performed on (B)(6) 2016 showed only 3 electrodes intra-cochlear in the left side. According to the implant registration card (irc), a full insertion was achieved at implantation surgery. The patient did not use the audio processor since 3 months after surgery. The mother informed that the patient did not suffer any trauma, accident or disease in the last year. Since the patient is bilaterally implanted, fitting of both ears was performed on the same day, so the mother of the patient was not sure if there was hearing sensation in left ear or not. According to the patient's mother a revision surgery was performed on (B)(6) 2016 to try to re-insert the electrode (which previously migrated) and to treat an infection. During surgery, it was observed a mastoid with partial obliteration due to fibrous tissue and the electrode covered by fibrous tissue. The left ear was cleaned during that surgery. Re-insertion of the electrode was not possible due to infection. Revision surgery is considered but no date has been scheduled yet.